Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The diss air filter was inspected on site by a field service engineer (fse) due to leakage. The diss air filter was found to be defective, and the fse resolved the reported failure by replacing it. The diss air filter is located between the compressor and the ventilator. A leaking filter causes insufficient air supply to the ventilator and alarms for low air supply pressure and high o2 concentration are generated. The investigation was performed in order to conduct analysis of that topic. A visual inspection revealed no abnormalities. There is no visible external damage to the diss air filter. The reported issue was reproduced, and it was determined that the reported issue was that the one way valve inside the air filter/water trap was broken at the time of the event and during the simulated testing conducted in the investigation. The root cause of the broken one way valve has not been determined.